Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low out of range pacing measurements. No intervention or programming changes were performed. The patient had no consequences.